Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Three days after the onset of peritonitis, the patient had a surgical replacement of peritoneal dialysis catheter which led to the worsening of peritonitis. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On the same day as the onset of peritonitis, the patient began treatment with intraperitoneal vancomycin (two grams, frequency and duration not reported). Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. The therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.